Event description:
It was reported that a pt chips from the cardanics allegedly fell into the surgical site. There was no report of an injury to the pt or a delay in the procedure.

Manufacturer narrative:
The cardanic arm was examined by a berchtold field service tech. Upon visual examination, it was observed that the paint had chipped but the cause could not be determined.